Event description:
Tbm states her customer had the chair as a demo and was charging it over the weekend. When they came in this morning they noticed a very bad sulfur smell coming from the chair and unplugged the charger and aired out the room the chair was in. All the employees had to leave the room until it was aired out.